Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information.the device was received. Investigation is not yet complete. A follow-up will be submitted with all relevant information.

Event description:
It was reported that the 2.0 x 12 mm mini vision device and the 2.25 x 15 mm xience nano device did not cross the moderately calcified lesion in the left anterior descending artery. After the 2.25 x 15 mm xience nano failed to cross, resistance was felt during removal of the device through the guiding catheter. The patient was treated satisfactorily with a new 2.25 x 15 mm xience nano. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: an analysis of the returned device noted stretched struts on the distal end of the stent implant and two flared struts on the proximal end of the stent implant. The device was advanced and retracted through a new 6-french guiding catheter without resistance noted, thus the complaint could not be confirmed. There was a green foreign material on the struts of the proximal and distal ends of the stent implant. It is likely that during withdrawal of the device, the stent implant inadvertently interacted with the tip of the guiding catheter which damaged the struts, and resulted in resistance during withdrawal as the damaged struts interacted with the guiding catheter. The green foreign material was sent to the chemical lab for further analysis and the result revealed that the substance may be a combination of silicone and teflon. These types of substances are typically used to coat guide wires and may have been transferred to the device during the procedure, and/or as a result of handling for return shipment. A review of the lot history record indicated all lot release testing met acceptance criteria and revealed no associated non-conformances. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. Based on the available information reviewed, there is no indication of a product quality deficiency.